Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
The complaint reported that a patient presented to ed in cardiac arrest. The patient continued to de-compensate, so decision for impella cp was made. It was reported that the pump was started but never achieved flows >1lpm. After multiple repositioning attempts, the device was removed and a new cp was used. There was no patient harm.

Manufacturer narrative:
The investigation of low pump flow has been completed. The impella device was not returned for evaluation. The data log was reviewed. No motor current (mc) spike observed. No position alarms seen. Pump was on p-9 and having suction alarms and auto turning down the speed with no placement signal issues. No indication observed to confirm the cause of the low flow issue. Possible clot seen stated in clinical account but not confirming cause of the issue, complaint device not returned for analyzing. The cause of the low pump flow issue cannot be determined since complaint device not returned for analysis and insufficient clinical data provided.